Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) seal was peeling off. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
D9: unknown. H3, h6: one device was received for repair in new condition. The reported problem was replicated, as the downstream occlusion (dso) seal was not fully attached. The cause of the primary problem was not enough loctite was used during seal installation. The manufacturer representative replaced the dso seal.